Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient and rep indicated that pt reports having a heart attack a few years ago and since then he has had increasing trouble recharging. Pt demonstrated inconsistent recharge efficiency even when completely still. Pt wants to meet with physician to discuss replacing to newer device due to recharging. The patient has a follow-up appointment in the following week.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that he had a heart attack in (B)(6) 2019 and shortly after this he wasn't getting as much relief. They had to shock him due to the heart attack, it damaged some of his leads and they had to change some of the lead outputs and up the voltage output on the battery. Since then he has been having problems charging his ins and has been having pain coming from the ins up into the middle of his spine. When he turns on stimulation it's coming up. Pt also reported he had a fall probably about 5 months ago and stated he hit his back on the wall. Pt stated he is not sure if the fall may be contributing to this as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep ran an impedances test on 9/18/20 and it showed all impedances were within normal limits. When programming, the patient felt stimulation as would be expected. The rep said they cannot confirm any other information regarding lead damage. The rep noted that, per the recharging report, the median coupling was a 4, average duration was one hour-two sessions were short recharge sessions. In general, it looked like it took approximately 2-2.5 hours to charge from 50-75% with the couple recharge sessions shown on report and the average interval was 7 days. The rep stated the cause of the pain coming from the ins up into the middle of the spine had not been determined and the patient did not complain of pain going up middle of their spine when the rep met with them. The rep said they reprogrammed a new group to see if it could pr ovide additional pain relief and coverage. The rep noted that since the last session of (B)(6) 2019, the patient had used the stimulation 22% of the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a heart attack, flatlined, and a 200 watt defibrillator was used on them 2-3 times. The patient's stimulation was on at the same time. It was reported that prior to the defibrillation the stimulation was working very well but now it did not feel the same. Patient was to follow-up with the health care provider (hcp) for device and therapy check. No further complications were reported. The event occurred in (B)(6) 2019 roughly between (B)(6) and (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a heart attack and the hcp's used a defibrillator on them and since then they have had issues with their ins. The patient said they went to the hcp office last thursday to get reprogrammed by a manufacturer representative (rep) but the reprogramming stopped working shortly after they left the hcp office; the patient said the stimulation didn't feel the same and caused the ins site ("in hip") to feel a burning sensation internally. The patient mentioned something about their lead output being at 7000 but patient services was unsure if the patient was talking about their ins or when the defibrillator was used. The patient stated they had since shut off the ins because the burning hurt so bad. The patient was directed to follow-up with their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s stimulation hasn¿t worked the same since their heart attack. They added that the stimulation was on when the patient received defibrillation. The rep stated that the patient was not feeling stimulation in the areas where they usually did prior to their heart attack. The rep mentioned that they ran impedances at 0.7v and got ¿xxx¿ on all electrodes but 1, 7, 8, and 13. They then re-ran impedances at o.7v, and the ¿xxx¿ resolved. The rep stated that after a reprogramming session, they were able to get good coverage for the patient¿s painful areas, and the issue had been resolved. No further complications were reported or anticipated.